Event description:
Boston scientific received information that during an right ventricular (rv) lead revision procedure, this right atrial (ra) lead was surgically abandoned due to an unspecified product performance issue. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.